Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID : (B)(4). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the balloon did not insert through the sheath. The catheter was discarded. Treatment was continued using an alternative product. There was no reported injury to the patient.